Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have chronic obstructive pulmonary disease (copd). The medical intervention that the patient received in response to the reported event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have chronic obstructive pulmonary disease (copd). The medical intervention that the patient received in response to the reported event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a patient reporting suffering from chronic obstructive pulmonary disease (copd) gold IV and the deterioration of constant inhalation of the particles. The medical intervention was not specified. This event is assessed as not related to the device in this case. The manufacturer received information stating that the device was scrapped and will not be returning to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section b3 date of event, d4 unique identifier (UDI), and g4 premarket identification have been corrected and updated in this report.